Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 23 june 2025,senseonics was made aware of an incident where the sensor broke into two pieces during removal procedure.the sensor had been implanted in the upper left arm.all pieces of the sensor were removed and RMA was created for return of sensor for investigation.

Manufacturer narrative:
According to the case information, the sensor broke into two pieces during the removal procedure on (B)(6) 2025. The hcp was able to successfully remove both the pieces of the sensor. A return material authorization (RMA) was issued for the return of the device for further investigation. The sensor was returned for further investigation, and upon receipt, a visual inspection was performed, which confirms a portion of hydrogel was missing from the back of the sensor .the potential root cause of missing hydrogel is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect, which is stated in the eversense e3 user guide under "risks and side effects" section. No further investigation was found necessary. B4. Date of this report 07 august 2025. G3. Date received by the manufacturer? 07 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Health effect -impact code updated to 4613. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.